Manufacturer narrative:
The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." Csi ID# (B)(4).

Event description:
It was reported to csi via medwatch mw5090736 that a csi orbital atherectomy device (oad) and viperwire guide wire were used to treat two severely calcified target lesion located in the right coronary artery (rca) and the bifurcation of the posterior descending artery (pda). During treatment, the lesion in the rca was successfully treated. Subsequently, the lesion in the pda was treated with multiple treatment passes. The oad came too close to the tip of the guide wire, and the spring tip of the guide wire broke off. The approximately 5 millimeter guide wire fragment was removed with the use of a snare, and no fragments remained in the patient. The procedure was completed with balloon angioplasty and stent placement. It was reported that no injury was sustained by the patient. The opinion of the physician was that the fractured was caused by user error. Re-training of site staff was performed for re-adjusting the wire when glideassist mode was utilized during a procedure and regarding keeping the safe, recommended distance between the guide wire spring tip and oad tip bushing.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported to csi via medwatch mw5090736 that during a peripheral procedure, the target lesion was located in the tibioperoneal trunk. During treatment, the spring tip of the viperwire guide wire broke off. The guide wire fragment was removed with the use of a snare, and no fragments remained in the patient. It was reported that no injury was sustained by the patient.